Manufacturer narrative:
The results of the investigation are inconclusive since the device is not available for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention took place on (B)(6) 2019 where in the lead and ipg were explanted and replaced. Related manufacturer reference number: 3006705815-2019-03659.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's stimulation decreases by itself after a fall. Troubleshooting indicated that the system was auto reducing due to high impedances. Surgical intervention may be pending to address the issue.